Event description:
Same case as MDR ID 2134265-2013-01832, 21344265-2013-01869; 213425-2013-02505. It was reported that during a percutaneous coronary intervention, the mdu was unable to pullback the imaging catheter. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified in the mid left anterior descending artery. An atlantis sr pro2 catheter was selected and advanced to the target lesion however, the mdu of the ilab system stopped during the procedure. The imaging catheter was then exchanged with another of the same catheter. Upon advancing of the second imaging catheter towards the lesion, the pullback stopped at about 70mm. The procedure was then completed using the galaxy2 system with 2nd imaging catheter. No complications were reported and patient's condition is good.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID 2134265-2013-01832, 21344265-2013-01869; 213425-2013-02505. It was reported that during a percutaneous coronary intervention, the mdu was unable to pullback the imaging catheter. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified in the mid left anterior descending artery. An atlantis sr pro2 catheter was selected and advanced to the target lesion however, the mdu of the ilab system stopped during the procedure. The imaging catheter was then exchanged with another of the same catheter. Upon advancing of the second imaging catheter towards the lesion, the pullback stopped at about 70mm. The procedure was then completed using the galaxy2 system with 2nd imaging catheter. No complications were reported and patient¿s condition is good.

Event description:
Same case as MDR ID 2134265-2013-01832, 21344265-2013-01869; 213425-2013-02505. It was reported that during a percutaneous coronary intervention, the mdu was unable to pullback the imaging catheter. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified in the mid left anterior descending artery. An atlantis sr pro2 catheter was selected and advanced to the target lesion however, the mdu of the ilab system stopped during the procedure. The imaging catheter was then exchanged with another of the same catheter. Upon advancing of the second imaging catheter towards the lesion, the pullback stopped at about 70mm. The procedure was then completed using the galaxy2 system with 2nd imaging catheter. No complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The unit meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).